Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was not performed as recommended every two hours, energy check was only performed during start-up. Logfile shows twenty four successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check (bcc) for right eye was conducted about fifty seconds before laser fired instead of immediately before firing. The patient interface was docked two times on the right eye, because vacuum process was interrupted by the surgeon after reaching a valid value for suction one by pressing the foot pedal, afterwards suction process was restarted and suction one and suction two could be reached successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for right eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. A root cause for the customer¿s reported event could not be determined conclusively, however the side cut energy was out of the recommended limits; it is unlikely that a product malfunction contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a patient with incomplete side cut in the right eye of a patient, during flap creation procedure. The side cut was superiorly oriented flap hinge to eight position was incomplete possibly due to patient movement or small amount of fluid entering under the patient interface during treatment, surgeon was unaware of incomplete side cut and when attempted to lift the flap under laser, observed the incomplete side cut. Bed cut was appeared complete. Post few attempts to free the edge in the affected area with the regular flap lifter instrument and partially tearing the flap. Surgeon successfully completed to free the remaining area of the edge with forceps, during lasik surgery.